Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the switch on the angulation knob was cut on the top. There were more than 10 frayed wires in the bending section. There were 3 rgb dots on the edge of the image. The f-knob was missing. There were deep dents and scratches on the plastic cover. There was peeling on the cement. There were cracks of the a-rubber glue of the cover and the insertion tube. The light guide lens has minor dents and scratches. The parts were replaced. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there are control body defects that includes a broken switch on the angulation lock knob. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The investigation is based solely on the information provided by the customer and market quality (mq) evaluation. The customer returned the cf-hq190l evis exera iii colonovideoscope, serial number (B)(4) for evaluation. The user¿s complaint was confirmed. The instructions for use warns users ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. If the movement of the up/down angulation lock, right/left angulation lock, and the angulation control knobs is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may have an irregularity. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination.¿ the exact root cause was not identified. The potential root cause is: insufficient angulation is due to deformed bending tube/cp, not only due to a-wire. The device history record (DHR) indicates that this device has been in use for over seven years, we presume that deformed unit, due to deterioration from use, may have caused the event. The DHR showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.